Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1271648) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer called customer service on (B)(6) 2012 and reported that on some unspecified date while he was working he received an unspecified error message on the display of his adc blood glucose meter and subsequently experienced both a seizure and a loss of consciousness. No further information was provided by the customer as he declined to continue troubleshooting. It is unknown what, if any, self or third-party intervention may have been undertaken. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The event date listed is the date when abbott diabetes care became aware of the event. (B)(4).